Event description:
The pt suffered massive head trauma in a high speed motor vehicle accident in which the pt was ejected from the motor vehicle in which the pt was riding. Pupils were fixed and dilated at the scene, and there was no gag reflex with intubation. Glasgow coma scale was 3. Pt was helicoptered to the hospital with blunt chest trauma and open pelvic fracture, in addition to head injuries. After evaluation, emergency laparotomy was performed for repair of a small liver laceration and to evaluate other internal injuries. Following surgery, the pt remained unresponsive and was transferred to the ICU. The failure at issue occurred after surgery, during the transfer from the operating room to ICU. At the time of this transport, the patient was on dopamine infusion for bp support at 25ml/hour. Shortly after unplugging the pump from ac power to transport the patient, the pump displayed a failure code and turned off. Attempts to turn the pump back on met with the same result. Another single channel pump was brought in, tubing and medication changed over and transport completed. Patient expired after transport to ICU. Patient's injuries were life threatening. Biomed's inspection revealed the following: pump would not turn on without ac power. The manual tube release (mtr) was not reset (open). The mtr was turned fully clockwise to close it. The "on" button was pressed and the pump still did not turn on. The mtr was turned fully counter clock-wise. This caused the pump to turn on with failure code 570:320:844:0000 (battery discharged). The mtr was then rotated fully clock-wise. The "off" button was pressed and the pump went into a solid tone alarm. The "off" button was pressed again and the pump turned off. The pump was then plugged into ac power and turned on. By accessing the service mode it was noted that the pump time display was off by 1 hour 10 minutes behind actual correct time. This pump had a software upgrade in july 2005. The pump was a rental sent to this facility in august. This facility is the first user after upgrade installed. The battery was installed 7/02. The rental company uses 4 years as their replacement frequency. The failed battery in this pump was eagle picher "carefree" model battery with the following numbers 12v2ah, cf12v2 and an embossed stamp of be19 (date code of may 2002 according to eagle picher). The battery toward the back of the pump is slightly swollen with a small crack near the top. The other battery physically appears normal. It was noted that the ground wire which connects the sub plate/chassis in the battery compartment to the comm connector on the rear housing near the power supply is physically missing. There is evidence this wire was removed at some point. The "battery harness with protection circuit" upgrade was completed before this failure.